Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Per the IFU, access site complications (e.g., pain, bleeding, hematoma, pseudoaneurysm) are identified as potential adverse events.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, following removal of the delivery catheter system (dcs) stenosis and a dissection of the right femoral artery were noted. It was reported that percutaneous transluminal angioplasty failed so surgical repair was performed. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that percutaneous transluminal angioplasty was performed and a stent was implanted in the left leg due to stenosis of superficial femoral artery. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.